Event description:
It is reported that the liner would not seat on the stem. As they continued to impact the liner; the humerus began to fracture. The stem was removed and the canal was reamed to a size 9, then implanted with cement.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.